Event description:
It has been reported to philips that the arm and table did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and due to that the diagnostic procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the movements of arm and table were not allowed. Analysis of the log file showed error in the emergency stop circuit. During troubleshooting, the fse found an error in the emergency stop circuit during startup. The fse replaced the geo io box. After replacement of the geo io box, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the geo io box was functional, and mode of failure could not be found.